Event description:
Boston scientific received information that this patient has experienced syncopal episodes during exercise. The caller was inquiring about minute ventilation (mv) optimization for the patient. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and programming options to support patient during activity. Efforts to obtain additional product issue details were unsuccessful. No other adverse events have been reported. This product issue will be updated if additional information is received.